Event description:
The customer reported that the system was having communication failure and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system (gpos) was installed during the service call. The system was tested and found to be working as intended and put back into service.